Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 327 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 327 mg/dl. The customer stated that keypad were hard to press down. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 327 mg/dl. Customer reported that there is fluid under the lcd display. The customer was advised the device would be replaced.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.